Event description:
It was reported that during a dlif at levels l3-l5 a cage broke. It was removed and replaced with another cage. No fragment of the implant was remaining in the patient.

Manufacturer narrative:
Additional information: product was returned. Visual review confirms implant breakage. Microscopic examination of the fracture surface identified a fairly brittle directional fracture on one side of the threaded hole of the inserter interface, with thread damage on the opposite side, consistent with bending stresses. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.